Manufacturer narrative:
B3. Date of event: unknown; therefore, the first day of the aware month was selected.

Event description:
It was reported that pump of this inflatable penile prosthesis was too high at activation. A revision surgery was performed to move the pump lower in the scrotum. No patient complications were reported.